Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a pocket revision. The device remains implanted and in service. No further information has been obtained despite good faith efforts.